Event description:
Upon drawing up insulin a coiled wire found in the syringe. It was not used on patient. Manufacturer response for insulin syringe, vanishpoint (per site reporter): they sent us an rga and mailer. It was mailed out in october last year. In december, we still had not heard anything, so our materials team reached out to the representative. We received a letter dated march this year with their investigation outcome.